Event description:
This lead was returned without documentation from boston scientific. The serial number on this lead is not readable. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 1/18/2017 - the manufacturer was able to identify the model name and number of this lead. Procode and PMA code were added. The manufacture date is unknown since the serial number is unknown. Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The serial number was, consistent with the observation mentioned in the complaint description, not completely readable. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.